Event description:
It was reported that a few days after the device implant three inappropriate shocks were seen involving this device. It was suspected that the electrode was fractured, thus after manipulations, testing, and consultations the electrode was replaced. After the revision and implanting a new electrode defibrillation testing was carried out successfully and the device chose the alternate sensing vector with smartpass filter off. Approximately one week after the revision the patient was once again admitted to the hospital due to inappropriate shocks. The episodes appeared different then the initial inappropriate shocks and a review was requested. The device was turned off and the patient continued to be monitored at the hospital. No additional adverse patient effects were reported. A review of the device data by technical services (ts) noted that all available episodes showed a strong indication of air entrapment in the system. At this time the device remains implanted. No adverse patient effects were reported.